Event description:
On or around 04/13/1998 the account reported a false negative beta human chorionic gonadotropin result of 0.08 mlu/ml, which was run on the axsym analyzer. According to the account, a flag or error message was not given with the erratic result to warn the user. The result was questioned by the floor, and the sample was poured into a new cup before retesting and gave >1000 mlu/ml, which was not confirmed by the account. Further info has been requested from the account but has not been rec'd. No report of injury.